Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured breast implants due to the patient¿s concern with the product and pain. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product and pain. Additionally hcp reported left side severe capsular contracture baker grade unknown, "bottomed out lower poles", and rupture. Device has been explanted.